Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products xiitp5485, osseotite tapered certain prevail implant 5/4 x 8.5mm lot 2012100974. H4: device manufacturer date unknown / not provided.

Event description:
It was reported the impossibility of disengage the pillar (according to the doctor, due to a possible damaged thread). It was also reported a peri-implantitis. It was necessary to remove the implant. The process was completed with another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ilpc441u (certain low profile one-piece abutment 4.1mm(d) x 1mm(h) for evaluation. Visual evaluation was performed, the abutment had signs of use. The abutment would not disengage from the implant. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpc441u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The abutment would not disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.